Event description:
Customer's daughter reported the death. The last blood glucose reading was 341 mg/dl. Caller stated that customer had fallen; trauma to the head. Customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.